Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer used a key to unlock the smart remote manager and overwrite the error table file to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es 5c1 refrigerator drawer had failed and that cannot be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.